Event description:
While opening insert it was identified that the inner most package had a hole in it. The hole was in foil cover of insert. This event is being reported as a serious injury due only to a reported delay in surgery time.